Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-7510-005, was being used during a bilateral mastectomies with immediate reconstruction on (B)(6) 2020 when the device stopped working. Upon removal of the tip of the device a plastic piece fell out of the device and into the surgical field. There was no report of impact to the patient and no medical intervention or hospitalization. An alternate device was used, and the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-7510-005 in opened original packaging. Lot number was verified. Performed a visual inspection, the distal tip to the collet has broken off. When trying to put it back in place it would not go back together. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 716,420 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000001. Per the instructions for use, the user is advised the following: contraindications: -these devices should never be used when: -there is visible evidence of damage to the exterior of the device, such as cracked or damaged plastic or connector damage. -these devices fail the inspection described herein. Safety tips: -inspect and test each device before use. Inspection: -these devices should be inspected before each use. Visually examine the devices for obvious physical damage, including: -cracked, broken, or otherwise distorted plastic parts. -broken or significantly bent connector contacts -damage including cuts, punctures, nicks, abrasions, unusual lumps, or significant discolorations. -verify that the electrode is fully and securely seated in the pencil before use. This issue will continue to be monitored through the complaint system to assure patient safety.